Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: date of report, date rec¿d by MFR, PMA/510k, type of reportable event and if follow-up, what type. Event: additional information received per the medical records indicate that the patient had tolerated the index procedure well. Twenty seven days after the index procedure, the patient experienced deep vein thrombosis and significant gastrointestinal bleeding while on anticoagulation therapy. Thirty one days after the index procedure, a venogram was done which demonstrated the filter had been placed in an excellent position. No thrombus was noted, there were no anomalies and the renal veins were clearly seen. It was reported that a patient underwent placement of optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to inferior vena cava (ivc) filter is firmly embedded in the ivc wall and cannot be removed. The patient is also reported to worry and experience mental anguish. The indication for the filter implant was a history of deep vein thrombosis (dvt). The implant procedural details have not been provided. Approximately five months and one-week post implant an unsuccessful percutaneous attempt was made to retrieve the filter. A variety of snares were used; however, the filter was affixed to the wall of the vena cava and likely endothelialized. The device remains implanted. A duplex ultrasound of the lower extremities performed prior to the retrieval attempt, noted no residual dvt. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported embedded/retrieval difficulty could not be confirmed or further clarified. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information currently available for review it is not possible to determine what factors may have contributed to the reported events, there is also nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient experienced deep vein thrombosis. Approximately five months and one week after the index procedure, there was an attempt to retrieve the filter. A variety of snares were used; however, the filter was affixed to the wall of the vena cava and likely endothelialized. The exhaustive efforts were unsuccessful. The device remains implanted. The medical records also noted that a duplex ultrasound of the lower extremity veins demonstrated no residual deep vein thrombosis. Additional information received per the patient profile form (ppf) states that the patient continues to worry and experience mental anguish. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Occupation: other, litigation paralegal. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an op-tease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to inferior vena cava (ivc) filter is firmly embedded in the ivc wall and cannot be removed. In addition to these injuries the patient now requires constant medical monitoring. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result. The patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The op-tease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the op-tease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an op-tease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt

Event description:
As reported by the legal brief, the patient underwent placement of op-tease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to inferior vena cava (ivc) filter is firmly embedded in the ivc wall and cannot be removed. In addition to these injuries the patient now requires constant medical monitoring. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result. The patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to inferior vena cava (ivc) filter is firmly embedded in the ivc wall and cannot be removed. The patient is also reported to worry and experience mental anguish. The indication for the filter implant was a history of dep vein thrombosis (dvt) with a gastro-intestinal bleed while on coumadin. The filter was placed via the left common femoral vein and deployed just below the renal veins. Post deployment venogram demonstrated excellent positioning. The patient is reported to have tolerated the procedure well with no complications. Approximately five months and one-week post implant an unsuccessful percutaneous attempt was made to retrieve the filter. A variety of snares were used; however, the filter was affixed to the wall of the vena cava and likely endothelialized. The device remains implanted. A duplex ultrasound of the lower extremities performed prior to the retrieval attempt, noted no residual dvt. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported embedded/retrieval difficulty could not be confirmed or further clarified. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information currently available for review it is not possible to determine what factors may have contributed to the reported events, there is also nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.